Manufacturer narrative:
Copy of thermacare foil pouch (containing lot info) provided by chattem - unable to read lot number from copy. Product and batch lot info requested from consumer, not received to date, therefore, unable to proceed with device evaluation.

Event description:
Adverse event [adverse event]. Case description: a pharmaceutical company rep reported that a regulatory authority had notified them of a consumer experiencing an adverse event coinciding with the use of icy hot heat therapy patch. The pharmaceutical company determined that the product involved with this adverse event was thermacare heatwrap. No further info was provided. Pending additional info on this report, consumer contacted via mail correspondence for adverse event info coinciding with therma care product use.